Event description:
This procedure was part of the moma ultra cererbral clinical study in (B)(6). The deployment of the protégé stent was successful, leaving 0% stenosis. However, during the removal of the moma, the working channel exit port was caught on a stent cell. The moma was removed, and the stent was partially deformed and the patient complaint of neck pain. The working exit channel caught on the stent strut edge because the distal balloon was positioned more than 1.5cm from the bifurcation, which placed the channel exit close to the protégé stent. The deformed stent strut did not require any additional intervention and the patient outcome was stable.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The protege everflex stent delivery system was received for evaluation with the product associated with the stent fully contained within the outer sheath. The 0.035 guidewire referenced in the initial report was loaded through the sds. The inner shaft's distal tip was partially drawn into the outer sheath . The lock mechanism thumbscrew was tight. The guidewire was seized within the through lumen. The deployment paddles were brought toward each other to expose the tapered tip and the guidewire was able to move through the guidewire lumen . The guidewire was extracted and the tip was again pulled into the outer sheath to t=0. The wire lumen of the sds would accept a 0.029 gage pin but would not accept a 0.0295 pin. A definitive witness mark was visible when the inner shaft was advanced clear of the outer sheath. The guidewire was held fast in the tapered tip when the tip was drawn into the outer sheath.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number and model number are not available. Additional information has been requested (model and lot number). Should it become available a supplemental report will be submitted.